Manufacturer narrative:
Reporting institution name -(B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the ventilator's screen was still in standby state. The customer claimed the ventilator cannot assist ventilation and may cause serious injury. The customer reported to nmpa: the patient's admission diagnosis: severe community-acquired pneumonia, type I respiratory failure, hypokalemia and moderate anemia. On march 26th, after admission, he was given noninvasive ventilator-assisted ventilation to improve hypoxemia. On april 9, when using the ventilator, the patient wore the ventilator mask normally. When the nurse visited the ward, she found that the ventilator¿s screen was still in standby state. She immediately removed the lower mask and used the oxygen mask for oxygen inhalation. Then she replaced the ventilator and continued to use the noninvasive ventilator for auxiliary ventilation. It was reported that the issue was found in time and did not affect the patient.it was confirmed that the evaluation and repair was performed by a 3rd party product support engineer (pse). The pse evaluated the device and confirmed the reported problem. The third-party engineer replaced the data acquisition pcba to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
The customer reported this event via medwatch report number.